Event description:
Reportable based on device analysis completed on 30-nov-2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
A synergy xd mr ous 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with distal struts lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.